Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, random cubie and tower door failure. Nurse able to recover the storage space but it frequently fails. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the random cubie and tower door failures. A field service engineer (fse) inspected the tower door and identified the defective latches. The fse powered off pyxis, removed the latch column, and replaced all four latches. After reassembly, the fse powered on pyxis, ran hardware test application (hta) tests on all four doors, and verified proper operation. The fse inspected the medstation and found that there were no issues with the drawers, although two cubies opened and closed but failed the release lid test. The fse identified that cubies 5.1 b4 and b5 functioned but failed the lid test. The fse suggested that the user replace the cubie. The fse removed trash and medications that were found under and between the cubies. The fse rebooted the pyxis, and the user confirmed that medications could be removed without errors. The system functioned as intended after the field service engineer repaired the device.